Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Clinical study.

Event description:
According to the available information, though not verified, abstract article - total of 70 women in the study implanted with restorelle. 2 patients were readmitted 7 and 10 days postoperatively. Both had postoperative pelvic hematoma and were treated conservatively with antibiotics. There were 2 inadvertent bladder injuries during the procedure, which were repaired successfully at the time of surgery. 3 patients with postoperative anterior vaginal wall prolapse were symptomatic an underwent anterior vaginal mesh surgical repair. 2 women developed mesh related complications. One presented with post-menopausal bleeding and had mesh exposure. The second developed de novo dyspareunia. Both were successfully treated as a day case by excision of the area of the mesh and vaginal closure by interrupted absorbable sutures.